Event description:
During the follow-up of (B)(6) 2014, the displayed residual device longevity was 5 years and 1 month. This duration was reportedly too short.

Event description:
During the follow-up of (B)(6) 2014, the displayed residual device longevity was 5 years and 1 month. This duration was reportedly too short.

Manufacturer narrative:
Preliminary analysis showed normal device operation. Battery impedance is still at beginning of life.